Event description:
Customer reported the IV tubing connected to the pt was found cracked and medication leaked on to the floor. It was impossible to determine how much medication was infused which resulted in further testing and monitoring. The pt impact was delay in care. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported cracked and leaking IV set because customer stated sample was discarded and will not be available for evaluation. The root cause of this failure could not be identified.